Event description:
The device was explanted for normal battery depletion and subsequently tested out of specification during manufacturer's analysis, consistent with the field advisory for this model. No patient complications have been reported. Additional information was later received reporting that the patient fainted at home and was transported to the hospital by ambulance. Device interrogation found no telemetry. Battery depletion was suspected, so the device was replaced. The patient status was reported to be fine.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary testing found no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires. The device is part of the advisory for this model. The device was explanted for normal battery depletion and subsequently tested out of specification during manufacturer's analysis, consistent with the field advisory for this model. No patient complications have been reported. Additional information was later received reporting that the patient fainted at home and was transported to the hospital by ambulance. Device interrogation found no telemetry. Battery depletion was suspected, so the device was replaced. The patient status was reported to be fine. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure wire device was out of specification but this does not relate to event interrogate, difficult to.

Event description:
The device was explanted for normal battery depletion and subsequently tested out of specification consistent with the field advisory for this model. No patient complications have been reported.